Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached sensor wire occurred. The sensor was inserted into the hip/upper buttocks area on (B)(6) 2021. On the same day the sensor was inserted, the sensor wire was underneath the skin and the patient could feel a bump at the site. She went to the emergency room (ER) and an x-ray was done to confirm the exact location of the sensor wire. The healthcare personnel (hcp) used a scalpel to incise the skin and remove the sensor wire and closed the wound with sutures. The patient was discharged the same day. No product was provided for evaluation. The allegation was confirmed based on the surgical removal of the sensor wire. The probable cause could not be determined. No additional patient or event information is available.